Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that one of the wires at the distal tip snapped. The issue occurred during a colonoscopy, which was completed using a similar device. The issue involves an olympus colonovideoscope. There was a delay reported, and no patient injury was reported.